Manufacturer narrative:
User facility report: (B)(4) was received 12aug2024. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
User facility medwatch received that states that the patient arrived at the clinic on (B)(6) 2023 with noted damage to the system controller bend relief on the cable. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s bend relief being damaged was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were associated with the event. Questions regarding the event were asked multiple times and no responses were received. Available information indicates that the controller was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.